Manufacturer narrative:
Correction of the date in section PMA/510k.

Manufacturer narrative:
The customers parts were returned and were evaluated on 04/25/2019 with a medela lab pump, which passed suction and cycle specifications with the customers parts. It was noted in the evaluation that the customers assembly cap, tubing and breast shields had residue on them. Refer to the attached product evaluation and pictures. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The freestyle instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. The customer's report of low suction could not be confirmed, but is plausible based on the contaminated condition of the parts.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that she had suction; however, one side felt stronger than the other. Replacement breast shields, tubing and spare parts were sent to the customer to help resolve the issue and return of her original parts were requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions to get additional information. The customer responded on 03/15/2019, confirming that she developed mastitis on (B)(6) 2019, for which she was prescribed an antibiotic. She indicated that the replacement parts were working without issue and the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the suction on her freestyle breast pump was not working. She indicated that she keeps having to buy new spare parts, which help for a while, but then stop. She additionally alleged that she developed mastitis in (B)(6) 2019, for which she was prescribed antibiotics.